Event description:
Surgeon used blade, put cover back over blade and put it on the mayo stand. The surgical tech picked up to hand back to him and the cover slid back and the blade cut the tech. Medical attention required.